Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "poor ultrasound image (only half of the image is visible on the screen)" malfunctions could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that procedure was completed with a similar device

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.